Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture and high pacing impedance measurements. No intervention was reported. The condition of the patient was unknown.